Event description:
Pt being prepped for laparotomy. An attempt was made to place a central line in the right ijv. The pt developed a hematoma during this procedure. The catheter was removed and pressure applied. The pt developed stridor and required intubation to support her respiratory status. An emergency ultrasound was done showing a pt carotid artery without arterial extravasation.